Event description:
While impacting the cup on a mako tha, the offset impaction handle broke, as did the impaction platform. The cup was fully seated when in broke. So we continued on with the case as normal. Case type: tha.

Manufacturer narrative:
Follow-up #1 and final report based on the results of investigation. Reported event: it was reported that while impacting the cup on a mako tha, the offset impaction handle broke, as did the impaction platform. The cup was fully seated when in broke. So we continued on with the case as normal. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot 45010216 and accepted into final stock on 05/26/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45010216 shows 08 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available".

Event description:
While impacting the cup on a mako tha, the offset impaction handle broke, as did the impaction platform. The cup was fully seated when in broke. So we continued on with the case as normal. Case type: tha.